Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is delivering inaccurate volumes. It is currently unknown if there was any patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the water trap/filter required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.